Event description:
On 1/29/97, the facility's infection control (i.c.) Rep reported that the facility had twelve pts with infections. The i.c. Rep reported that she did not believe the devices had been the cause of infection. Further communication with the i.c. Rep on 2/25/97 revealed that she had been able to obtain info for eight pts only. This report will address the third pt. Note: separate medwatch reports have been issued for each of the seven other pts. The device was implanted on 3/14/96. The pt developed a temperature of 101.2 degrees. The device site was red and swollen. Blood and device cultures were taken and grew staph aureus. The device was explanted on 5/2/96 and the pt has recovered. The explanted device has been discarded. No further details are available at this time.